Event description:
Allegedly, the doctor was performing a urology case, when the bard electrode (non-karl storz) sparked and damaged the distal end of our telescope. There was no report of an injury. Pt is doing fine.

Manufacturer narrative:
Scope r27005ba s/n (B)(4) was evaluated. The metal is burnt and melted on the distal end of the scope; seal is compromised at distal end, distal window is broken, and scope has 2+ broken rod lenses. The bard electrode was not returned for eval. It is most likely not compatible with karl storz instruments. It's a third party product that probably malfunctioned and damaged the distal end of our scope.